Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) error. No adverse effects were reported.

Manufacturer narrative:
Attempts are currently being made to obtain a memory download for further review. If any additional information becomes available, this report will be updated.